Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tubes, the device experienced fibrin mass. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are not separating serum properly thus resulting in poor separation barrier. "My men's clinic group had to substitute the 4ml green top tube for the 10ml tube because of the bd backorder. They have spun down the 4ml tube, but can¿t pull plasma from it to run their tests."

Manufacturer narrative:
Investigation summary: material #: 367871. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tubes, the device experienced fibrin mass. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are not separating serum properly thus resulting in poor separation barrier. "My men's clinic group had to substitute the 4ml green top tube for the 10ml tube because of the bd backorder. They have spun down the 4ml tube, but can¿t pull plasma from it to run their tests."